Manufacturer narrative:
(B)(4). Date of event confirmed to be (B)(6) 2018. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported recurrent mitral regurgitation (mr) could not be determined in this incident. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of mr and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the increased mitral regurgitation (mr), requiring an additional procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted and the mr was reduced to 2. Approximately 2 months later, the patient presented with increased mr with a grade of 3. On (B)(6) 2018, a second mitraclip procedure was performed. One clip was implanted, reducing the mr to 2. No additional information was provided.